Event description:
A malfunction of the defibrillator was observed by a biomedical engineer (bme) in the bme shop during a routine bench test. The defibrillator, when 300 joules or higher was selected and the paddles were applied to an impulse 4000 defib analyzer that was not attached to ac power (running on batteries), would intermittently go into the "sync mode" following the 300 or 360 joule discharge. This malfunction occurred approximately 1 out of every 3 times the test was run. This malfunction could not be reproduced when the impulse 4000 defib analyzer had ac power applied. Co has no indication that this symptom has occurred on any defibrillator that was being used on pts.